Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a device change out, lead impedance was noted to be high. Before the change-out the lead was fine. During the change-out they tested the lead through the analyzer and it was ok. However when they hooked the lead up to the new device, the impedance was over 4000 ohms. They said the pace/sense impedance was fine but the rv coil impedance was extremely high. So they unhooked the lead from the device and rechecked it through the analyzer. The impedance was still above 4000 ohms. The lead was capped and a new lead implanted. There were no adverse patient events.